Event description:
It was reported to philips that the wireless footswitch was defective. The deice was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer informed the philips remote service engineer (rse) that the wireless footswitch was no longer establishing a connection to the system. A philips field service engineer (fse) inspected the system onsite and confirmed the problem with the wireless footswitch connection. To resolve the issue, fse replaced the wireless footswitch and base station. After replacement, the system was returned to good working condition and was ready for clinical use. The wfs and wfs base station were returned to philips for failure analysis. The functional testing of the wfs and the base station passed, and no failures were found. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received indicating that the procedure could be completed by using the available wired footswitch. A scenario where the wired footswitch can be used to complete the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was in clinical use for a diagnosis at the time of the reported event. The procedure was completed as planned using the wired foot switch. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse was notified by the customer that wireless foot switch (wfs) was no longer establishing connection with the system. A philips field service engineer (fse) inspected the system on-site and found that the status indicator for signal reception and battery was flashing red indicating an issue with wfs. To resolve the issue, the fse replaced the wfs and base station. After replacement, the system was returned to good working condition and was ready for clinical use. The wfs and base station were returned for further analysis. Functional testing was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.